Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown baclofen(2000 mcg/ml at 175.8 mcg/day) vi an implantable infusion pump. The indication for use was intractable spasticity. It was reported that during a replacement surgery the pump was discovered to be empty. The event logs were checked and a low reservoir alarm was discovered to had occurred on (B)(6) 2017. The logs showed that the empty reservoir occurred on (B)(6) 2018. The pump's elective replacement indicator was 66 months and it was unknown why the pump was being replaced. No symptoms were reported. The caller was redirected to follow up with the hcp in regards to filling or not filling the patients newly implanted pump. No further complications have been reported as a result of this event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8731, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that during the replacement surgery when they opened the pocket they found that the catheter connecting pin had become disconnected and everything was emptying into the pocket. It was noted that they were able to reconnect the connector pin and the catheter remained intact and in use. No further complications have been reported as a result of this event.